Event description:
A 3.0mm diameter by 12mm length s670 stent delivery system was inserted for treatment of a 80% lesion in the circumflex coronary artery. It was reported that the stent slipped distally on the delivery balloon when it was pulled into the guide catheter. The guide catheter and sent delivery system were removed from the pt, however, it was noted that the stent was not on the delivery balloon. It was reported that the stent was seen outside of the pt, but this could not be confirmed. It is unknown where the undeployed stent is located. The target lesion was successfully treated with another s670 stent. There is no add'l clinical sequelae reported related to the event. The instructions for use were not followed for removal of an undeployed stent, when the stent was pulled into the guide catheter for removal.